Event description:
Medtronic received information through a post market follow-up (pmcf) survey for, dlp¿ pressure catheter placement set model 50011 that the user reported adverse effects of abrasion, when using the dlp pressure catheter. There have been two occurrences of abrasion in the previous twelve months. The user reported this was related to the procedure and not directly related to the device. No device deficiencies or malfunctions when using the dlp pressure catheter were encountered by the user.

Manufacturer narrative:
B.3. Event date unknown e initial reporter address is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.